Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney has alleged a deficiency against the device. The product was used for therapeutic treatment. Pelvisoft acellular collagen biomesh was reported to be used/implanted during this procedure. The pt's attorney has alleged a deficiency against the device. Additional info has been requested but not yet received. Associated MDR: 1018233-2012-02041.

Manufacturer narrative:
(B)(4).